Manufacturer narrative:
The actual devices in the incident were not returned, however, representative samples from the reported lot number were returned to the manufacturer to be evaluated. Two spikes, with a portion of the tubing, cut off from the reported set were returned for evaluation, along with one empty b.braun 250 ml solution bag and one empty b.braun solution bag. The spikes were noted to fit into the bag snugly, however, when slight torsional force was applied, the spike easily came out of the bag. No specific conclusions can be drawn. The spike samples and all available information have been forwarded to the manufacturer for further evaluation. The solution bags and all available information have been forwarded to b.braun for further evaluation.

Event description:
As reported by the user facility: pharmacist reports several incidences of v7450 not sealing tightly into b.braun excel bags 250ml or 500ml. States that because the seal is too loose he is getting sprayed with taxol (chemo med.). Reports that once the spike portion of the set is in the excel bag, the spike continues to move creating a separation between the spike and the bag. States," it is definitely something wrong with the IV set not the IV bag". Additional information provided by the pharmacist indicated he suffered no adverse sequela associated with the incident.